Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR being submitted for unknown number of quantities" in both packages. It was reported that the patient experienced infusion set tubing feels brittle on (B)(6) 2024. The infusion set was in use for one and half days, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.